Manufacturer narrative:
A casual relation between the event and the treatment cannot be excluded. The injection procedure may have contributed. A warning is included in the instructions for use regarding the injection of the rectal anterior wall in men.

Event description:
A nurse reported via a sales rep that a (B)(6) male rec'd solesta dextranomer/hyaluronic acid) injection into the submucosa of the anal canal as treatment for fecal incontinence. Add'l medical history included diverticulosis and colon polyps (2003). Concurrent medications were eszopiclone and simvastatin. On (B)(6) 2012, the pt rec'd 4 injections for solesta. On (B)(6) 2013, the pt was evaluated on an outpatient basis and underwent a cystoscopy due to penile pain during urination. Results of the procedure were unknown. On (B)(6) 2013, the pt was admitted to a different hospital. He was diagnosed with a periprostatic abscess and was experiencing leukocytosis. Treatment included intravenous antibiotics. On unknown date, the pt was discharged. At the time of this report, he was recovering from the events. The physician felt the event were possibly related to the use of solesta.